Manufacturer narrative:
The product was returned with the membrane loosely unfolded with traces of blood on the exterior of the catheter. The 0.025¿ guidewire was also returned kinked and slightly unraveled at approximately 44.2cm from the non j-tip end. Additionally, two catheter tubing kinks were also observed near the y-fitting at approximately 74.4cm & 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The catheter tubing diameter was measured and found to be within specification the technician attempted to insert the returned 0.025¿ guidewire through the inner lumen and was able to insert the guidewire but with difficulty. Obstruction was felt with the kinked/unraveled site of the guidewire. The evaluation confirmed the reported problem. However, we are unable to determine when the damage to the guidewire may have occurred. We are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that during insertion of intra-aortic balloon (iab), the guide wire was inserted successfully but he iab was unable to be inserted. Upon inspection, the guide wire was found to be curved and lumpy. A new iab was used and therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during insertion of intra-aortic balloon (iab), the guide wire was inserted successfully but he iab was unable to be inserted. Upon inspection, the guide wire was found to be curved and lumpy. A new iab was used and therapy was continued successfully. There was no reported injury to the patient.